Event description:
Hcp reported pt showed up in hosp reporting that the pump alarm was making a high-pitched constant alarm. The pt was getting radiation therapy for prostate cancer. Pt had no experienced drug withdrawal. Pt's pump was replaced - date of replacement not provided by reporter. Pt has completed radiation therapy. Pt is doing well with the new pump. Device had not been returned for analysis to date.